Event description:
I used a brand new bottle of bausch + lomb sensitive eyes rewetting drops for contact lenses correctly by putting two drops in each eye. I didn't wipe the tears afterward and my eyes felt fine. Fifteen minutes later, I saw my face in the mirror and my skin turned purple around my eyes, under my eyes, and anywhere on my cheeks that the liquid had touched as it dripped. My eyes remained clear and weren't affected. I was not wearing any makeup at the time. I took a photo that I can provide. I immediately removed my contact lenses and washed my face, but there was no improvement. I put hydrocortisone cream around my eyes and the marks on my face. After two hours, it started to fade. I emailed bausch + lomb with the photo on july 5th. They responded and asked me to send the bottle to them. I provided my information to receive delivery instructions and haven't heard anything since. Reason for use: dryness in eyes with contact lenses.